Event description:
A report was received that the pt was experiencing shocking sensations throughout his body weather if the stimulation was on or off. A bsn field clinical engineer met with the pt and determined that the ipg caused the pt to jolt when impedance measurement or programs were changed. An ipg replacement procedure was recommended.